Event description:
It was observed during the device inspection, that the bronchovideoscopes insertion section flexible tube had a defect with peeling off the coating/marking disappearance (greater than or equal to 1 x 1 mm2). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.